Manufacturer narrative:
Investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with po623r - jaw ins.claw grasper 10mm 310mm. According to the complainant, the jaw detached from the instrument. The jaw fractured while gripping a fibroid during a myomectomy procedure. An additional medical intervention was required. The adverse event / malfunction is related to aag reference (B)(4); this complaint is aag reference (B)(4). Involved components: 400573037 - po959r/monopolar handle with ratchet - lot unknown. 400573038 - pm974r /insulated outer tube 10/10mm 310mm - lot unknown.

Event description:
Involved components: 400573037 - po959r/monopolar handle with ratchet - lot unknown. 400573038 - pm974r /insulated outer tube 10/10mm 310mm - lot unknown.

Manufacturer narrative:
Investigation results: visual investigation: we have received a po623r, on the product was seen that the working end is broken. The investigation method that was used is standard testing - pictorial documentation.the working end of the grasping minimally invasive instrument is broken on distally .the material around the fracture site shows deformations which indicate a so-called tensile fracture.the fracture surface of both parts shows no anomalies such as blowholes or foreign body inclusions.due to the small dimensions/diameter of the device, a detailed analysis of the fracture surface is difficult. We did not find any deviation on the article po959rr and po974r. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: there is no evidence of a material or manufacturing defect. Based on our internal investigation, we assume that the broken rod has suffered a tensile fracture, probably due to overload situation. Conclusion and measures/preventive measures: based upon the investigation results a the root cause is most probably usage-related. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.